Event description:
A pt underwent reoperation and explant of a mitral valve for hemolysis. The suspected causes were periprosthetic leak and leaflet occlusion. Its reported that the surgeon could see no valve related reason for the incomplete closure of the leaflet.